Event description:
As reported by the user facility: "we had an epidural catheter (that I am not sure if we ever submitted this; just following up on some reporting) had the markings shear off in a patient." Doctor following up as the hospital intended on reporting this event which occurred back in late may 2023. During the administration of a labor epidural, the catheter (when removed) was noted to be flaking. The device (when placed on a plastic bag for a better view had pieces of the device marking that had flaked off. Some of the flaking (below marking 5 and 10) were visible on the bag. Most of the marking was not there. Some may have remained in the patient it is not certain. It looked almost as if the paint had come off the device in that area. The doctor inquired if there were any similar cases. He stated that he did not ever have anything of this nature happen before and does not think it was the catheter. The patient status was fine at the end of the procedure was a labor epidural with no issues. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.